Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacer displayed an alert for elective replacement indicator (eri) and end of service (eos) after they came out of av node ablation surgery. The battery voltage was still above eri levels and eos dates were prior to implant. The diagnostic anomaly was caused by intense electro magnetic interference (emi). The device was not actually at eri. Eri and eos alerts were cleared by reinstalling firmware. The patient did not have any symptoms.